Event description:
A (B)(6) male patient had an optease filter placed in the vena cava in mid (B)(6) 2009 for unknown reasons. Approximately six months later, the optease filter "had incorporated into the wall of the vena cava". Although the doctor did not expect that the filter could be retrieved, he made attempts to retrieve the device on (B)(6) 2010. The physician decided to leave the filter in place as a permanent filter. The doctor did not consider this a malfunction of the device.

Manufacturer narrative:
A cordis endovascular sales representative called requesting medical information and additionally reported an adverse event. This (B)(6) male patient had an optease filter placed in the vena cava in (B)(6) 2009 for unknown reasons. Approximately six months later, the optease filter "had incorporated into the wall of the vena cava" and could not be retrieved by the physician during attempts made (B)(6), 2010. The physician decided to leave the filter in place as a permanent filter. The sales rep also stated that the doctor never expected that the filter would be able to be retrieved, but wanted to give it a try. After a few attempts, the doctor realized the filter was incorporated into the caval wall, and decided to let it remain as a permanent filter. The doctor does not consider this a malfunction of the device. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling.